Manufacturer narrative:
The field service engineer (fse) went on site on (B)(6) 2016. The customer had already cleaned the strip provider module (spm) prior to the arrival of the fse. The fse recleaned the spm and verified there were no other pads lodged in the assembly. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that there were four to five pads falling off the strips into the strip provider module (spm) on the ichem velocity. There were four strips found in the spm hopper. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.